Event description:
It was reported, during a removal of a broken long gamma nail, the surgeon asked for advice on how to remove the lower part of the nail. Surgeon reported that there were no screws placed and probably bone ingrowth. The instruments of the implant extraction set were used. According to the surgeon, he successfully removed the lower part.

Manufacturer narrative:
Device will not be returned. No eval will be performed. If the device or additional info becomes available, it will be reported on a supplemental report.